Manufacturer narrative:
The actual device has not yet been made available for the MFR to evaluate. Without the actual sample, a thorough eval could not be performed. Incidents of this nature are generally due to the cannula encountering some type of trauma (bone contact), which stressed the part beyond its intended design capabilities. However, no specific conclusions can be drawn. If the actual device is rec'd, or any pertinent info becomes available a f/u report will be filed.

Event description:
As reported by the user facility: the tip of the spinal needle broke off into the pt's back. Currently the tip remains in the pt's skin. Is scheduled for a neuro consult, but is s/p 1 day of delivery a baby. Add'l info provided by the facility indicated the pt was sent home with the tip remaining in the pt's skin. The pt is scheduled to have a f/u consultation with a neurosurgeon; however, the facility has no confirmation if the pt f/u. If the status of the pt becomes available, the facility will report it. The sample has been sent for evaluation.